Event description:
It was reported that the pt was implanted a durom acetabular component on the lft side in 2010 (exact date of implant not reported). The pt was revised on (B)(6) 2014 due to loosening and elevated ion levels.

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for evaluation and an investigation result will be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).